Manufacturer narrative:
Date of death: (B)(6) 2017 (exact date unknown). Additional suspect medical device component involved in the event: model: sc-8336-70, serial/lot:(B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient passed away. The cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient passed away. The cause of death is unknown.